Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that they have been experiencing difficulty with leaking in the w22112 tubing set. The leaking occurs at the cap that is attached to the y connection. This has occurred more than 20 times with different pts and sometimes causes blood, saline or meds to leak. There have been no pt complications reported.